Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, display window and battery tube threads. The insulin pump was received with minor scratched display window. The insulin pump was received with missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the insulin pump was exposed to moisture. The caller reported going into the insulin pump was splashed with water. Customer's blood glucose was between 150 mg/dl and 170 mg/dl. The caller reported fluid was present under the lcd display. The caller also reported the display was hard to read since the information was flipped upside down. It was also found the bolus button and act was unresponsive on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.